Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier unknown / not provided. A2: age and date of birth unknown / not provided. A3: gender unknown / not provided. A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k013227.

Event description:
It was reported that doctor went to open an implant for a procedure, but when they opened the package, the implant was not attached to the mount inside out fell out of the vial onto non-sterile surface, therefore they were unable to use it. They were able to complete the procedure with another implant.

Manufacturer narrative:
Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. A visual evaluation was performed, the implants packaging was returned opened. The implants outer vial tamper seal was broken. Measurements match drawing. The implant was not engaged with the mount. The implant and mount engaged and disengaged as intended. DHR review was completed for the subject lot number: 1289701. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1289701 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: disengaged¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined was likely improper handling of product outside of zimvie controls. Therefore, based on the available information, a device/packaging malfunction could not be verified. The implant was not returned in its original packaging. The reported mount was not returned. The reported event/coob is non-verifiable since the condition of the product/packaging received by the customer was unknown. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.